Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm (effa) and/or clip opening while locked (cowl) with mitraclip and triclip delivery system(s).

Event description:
This is filed to report thee clip while establishing final arm angle (efaa). It was reported that on (B)(6) 2022, a patient presented with grade 4+ degenerative mitral regurgitation (mr), and a prolapsed p2. During the procedure with an xtw mitraclip, after a successful grasp was made, the clip failed the first establishing final arm angle (efaa) of the deployment sequence. Troubleshooting was attempted, such as opening, relocking, and closing the clip. The clip failed efaa a total of four times, and never stayed closed. The xtw mitraclip was removed and replaced with another clip. The procedure was completed successfully, reducing the mr to 0-1. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with clip opening during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported unintended movement (clip open ¿ efaa) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). FDA MFR number : (B)(4).